Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone ( 2mg/ml at 0.23 mg/day) drug via an implanted pump. The indication for use was non-malignant pain. It was reported that time lapsed since the last refill date. It was noted the pump went empty sometime in (B)(6) 2019. The patient was due for a refill and therapy was not intentionally discontinued. Tech services reviewed empty pump considerations as dosing considerations, refilling and monitoring for volume discrepancy and efficacy. It was also reviewed programming considerations for use of saline in the pump and bridge bolus to account for drug in catheter and pump tubing. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 2 mg/ml hydromorphone at 0.096 mg/day. The reason for use was not reported. It was reported that the patient came to them with an empty pump from a different provider. The event date was listed as (B)(6) 2019 (month and year valid). Caller stated they filled the pump on (B)(6) 2019 with saline and ran a bridge bolus that was set to last until (B)(6) 2019. Caller stated the patient is back today ((B)(6) 2020) and they are filling it with the same drug the patient previously had but will slowly titrate up to wean the patient back on their therapy. Reason for call is caller would like assistance with programming a full system prime. They walked caller through steps to program full system prime. There were no symptoms reported. There were no further complications reported/anticipated.